Event description:
It was reported to target that during an embolization the physician advanced a fastracker catheter the ba tip aneurysm. While performing an injection, contrast did not run from the tip of the catheter. When examined by the monitor the tip of the catheter was found to be cut. The catheter was then recollected by the retriever. This product had no impact to the pt.

Manufacturer narrative:
Device analysis: date of procedure: 12/29/1997. Fastracker-18mx catheter was returned in two pieces, wrapped around themselves in plastic bag. During investigation it was observed that catheter had detached at its proximal end, 32.8 cm distal to hub, with very clean fracture on distal outer shaft, but inner shaft had elongated 0.8 mm before breaking. This type of fracture had been observed on other cases of micro catheters introduced into guiding catheter through stopcocks, and as consequence of stopcock being accidentally closed while maneuvering the microcatheter. Per labeling instructions: * "caution: carefully reac all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." * "recommended continuous flush set up, as illustrated, requires two stopcocks and two rotating hemostatic valves (rhv) (tuohy-borst type); the rhv's provide fluid tight seal and are attached to guiding catheter and fastracker catheter. Stopcocks attach to rhv sidearms which become infusion ports for appropriate flush or contrast media injection. During procedure, stopcock was most likely inadvertently closed when reported "resistance felt while inserting guidewire". Additionally, regarding physician's comment that "fastracker must have been kinked from beginning of doubt", it should be mentioned that tti recommends: * carefully inspect all devices prior to use to verify that size, shape, and condition are suitable for specific procedure. * warning: do not use catheter or guidewire that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers. Damaged guidewires may cause vessel trauma or unpredictable distal tip response during steering maneuvers. Take care not to puncture gloves or sterile drapes when handling guidewire. * warning: never advance or withdraw intraluminal device against resistance. Movement of catheter or guidewire against resistance could dislodge a clot, perforate vessel wall, or damage catheter and guidewire. In severe cases, tip separation of catheter or guidewire may occur.